Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
D11 - additional involved components added to complaint device.

Manufacturer narrative:
Reference code sw990k. Device name activ l inf.platte gr.l 0°/spikes. Serial number n/a. Batch number 52332969. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 27.04.2017. Reference code sw965. Device name activ l pe-inlay 8.5mm. Serial number n/a. Batch number 52542057. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a unit of use UDI-di (B)(4). Manufacturing date 19.08.2019. Reference code sw992k. Device name activ l sup.platte gr.l 11°/spikes. Serial number n/a. Batch number 52230317. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 07.04.2016. No product at hand. Batch history review the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern (sw990k/52332969; sw992k/52230317). There is one similar complaints against the same lot number (sw965/52542057). Due to the current deviation and according by the rationale,the most probably problem for the the root cause is usage or patient related, but a definitive root cause analysis is not possible, because there are no products and only minor information available, wrong system configuration selected by the user, wrong implant size chosen by the user, design layout unsuitable, inadequate patient behavior, maybe implant not in the correct position, not the correct system for the purpose. Corrective action according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an activ l implant. According to the complaint description a postoperative anterior migration occured. The original surgery was for a total disc replacement (tdr) of l5/s1. No additional pain due to the migration. After the migration, the surgeon subsequently did a lock- down with posterior screws (non- aesculap screws) and the activl was not removed. The screws went on to "fail" and another procedure was performed. It was noted that physical therapy had been delayed. The patient is currently recovering from the second revision surgery that was due to the competitor screws failing. Initial surgery: (B)(6) 2019. Revision 1: (B)(6) 2020 (fusion for migrated activl). On (B)(6) 2020 - different surgeon (failed competitor screw). A revision surgery was necessary. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference (B)(4).